Manufacturer narrative:
Product event summary: the data files and the 2af283 catheter with lot number 24102 were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 11 applications were performed using a catheter identified as 2af283 with lot number 25855. The patient file showed system notice 50012 (the refrigerant delivery path is obstructed) during ablation at application #1. The received failure file contained failure records for the date of the event. The failure file showed persistent system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection) on the reported date of the event. Also, the failure file showed persistent system notice 50006 (the safety system has detected blood in the catheter handle stopped the injection and disabled the vacuum) on the reported date of the event. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed. Data indicated that the catheter was never used (no application performed). During functional testing, the console terminated the application and triggered system notice #50005. Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the reported issues(visible blood, system notice 50005) were confirmed through analysis. The balloon catheter failed return inspection due to the outer balloon distal bond was leaking and detached from the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 2035uc (lot: g25a00669); product type: 0627-cables and accessories; product ID 203cxc (lot: 230856866); product type: 0627-cables and accessories; product ID 990063-020 (lot: 230859767); product type: 0623-achieve catheter; implant date n/a; explant date n/a product ID 106e2 (serial: 5k1256); product type: 0628-console <(>&<)> spare parts; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the balloon catheter 2af283, a system notice was received indicating the safety system detected fluid in the catheter and stopped the injection. Blood was observed within the coax cable. The catheter and the ;coaxial umbilical cable were disconnected and exchanged due to this issue, after which the procedure was completed properly. No patient complications have been reported as a result of this event.